Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system intermittently will not boot up properly. No patient injury was reported.